Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer thought that the cause of the alarms was due to the cartridge. However, as the alarms had occurred in the past, tandem technical support was unable to perform a system check with the customer to confirm if the cartridge was the cause of the occlusion.